Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of two probes would not cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two opened probes were received for evaluation. Sample #1 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was non-conforming for actuation. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. Adhesive was observed on the cutter, above the cutter/coupling bond. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Sample #2 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. Sample #2 was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The complaint evaluation confirms that sample #2 had a cut failure. The evaluation indicated that both samples had actuation failures. The most likely cause for the cut failure in sample #2 is the observed gouging to the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. The exact root cause of the actuation failures in both probes cannot be determined from the evaluation performed. An internal investigation has been initiated in order to investigate the actuation failure of sample #1. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of the adhesive on the inner cutter. An exact root cause for the cut and actuation failures in sample #2 was not determined from this evaluation, therefore, no additional action with regard to this complaint was taken by the manufacturing site. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two probes presented cut failure. Aspiration was present. The procedure was completed after replacing the probe. There was no patient harm.